Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have hairline cracks on pump near motor and act buttons were not responding. Customer does not know how damage occurred. Customer's blood glucose was 156 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump was received with intermittent button response due to flattened buttons dome switch. No stuck buttons noted. Unit had cracked end cap, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.